Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt noted a hole in one of the supply lines of the homechoice set. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.